Event description:
The device was used during an unspecified procedure on the varicose veins. Reportedly, the clips did not form properly. The surgeon used another instrument to complete the procedure.

Manufacturer narrative:
2/10/1998-supplemental report #1 sent to FDA. Device not received dor evaluation.